Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was not received by the manufacturer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form.

Event description:
(B)(4) ¿ the dentist reported that after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed.